Event description:
It was reported that during a colon procedure, the device was broken. The surgeon found some difficult to remove the ils blue tip; after introduction into the colon from upstream, the tip was broken in the anvil. The tissue has not been irradiated. The incident occurred when extracting the blue tip. Reload blue ils29, no other reload was used before the incident. No reinforcement material used; the instrument has not been activated near a line of pre-existing clip. No suspicious noise and no unusual resistance felt by a surgeon. After introducing the tip of the ils in the colon used to perforate the colon was broken in a hard place. The surgeon used no other device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A test ancillary trocar was inserted into the returned anvil without any difficulties. Event could not be confirmed as no ancillary trocar was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.